Event description:
It was reported that the drill bits and screw tray are rusting in the mandible set. There was no pt impact, as the issue was discovered outside the operating room when stocking the set. This is report 1 of 6 for this event.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation. Visual inspection noted slightly rusty spots next to the marking. No manufacturing related fault could be detected. The corrosion resistance of stainless steel is maintained only when the material is stored on a dry and metallic contact-less condition. Humid or wet conditions create electrolytic reactions, with contact corrosion as a result. Therefore, it was determined that the reprocessing and storage of this instrument was not performed according to guidelines. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.